Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
The following was published in the circulation entitled: "power, lesion size index and oesophageal temperature alerts during atrial fibrillation" a randomized study by milena leo, md et al., october 2020. During the study, eighty consecutive patients were prospectively enrolled and randomized to one of 4 combinations of radiofrequency power and target lsi for ablation on the left atrium posterior wall (20 w/lsi 4, 20 w/lsi 5, 40 w/lsi 4, and 40 w/lsi 5). The primary end point of the study was the occurrence and number of esophageal temperature alerts per patient during ablation. Acute indicators of procedure success were considered as secondary end points. Long-term follow-up data were also collected for all patients. During the study, a pericardial effusion occurred in one patient. At the end of the procedure, retraction of the trans-septal sheath was followed by hypotension and rapid formation of pericardial effusion, which required pericardiocentesis.